Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with high voltage (hv) therapy disabled due to off-label magnetic resonance imaging (MRI) use. Programming changes were made to restore normal parameters. There were no patient consequences.